Manufacturer narrative:
Visual inspection performed by r&d manager: the mecta-c cage ref. 03.28.719, lot no. 1923055, appears damaged. Both the cranial and caudal endplates are damaged and it can be related both to the mobilization of the implant because of the non-fusion that occurred and to the attempt to remove the device during the revision surgery.

Manufacturer narrative:
Batch review performed on 19-jul-2023. Lot 1923055: (B)(4), manufactured and released on 16-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, (B)(4), of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery performed due to infection that caused caudal and cranial vertebral fracture about 2 months after the primary surgery. The cage was replaced.